Manufacturer narrative:
The device remained implanted.

Event description:
The stent was uneventfully placed across the basilar tip aneurysm neck. The patient developed complications at the end of the procedure; however, it was not clear if it was an aneurysm rupture or a vessel dissection. The physician stated that the patient¿s complications were not related to the procedure or devices used. No further information was provided.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture and vessel dissection are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The stent was uneventfully placed across the basilar tip aneurysm neck. The patient developed complications at the end of the procedure; however, it was not clear if it was an aneurysm rupture or a vessel dissection. The physician stated that the patient¿s complications were not related to the procedure or devices used. No further information was provided.